Manufacturer narrative:
Approximate age of device - 5 years, 4 months. Manufacturer's analysis conclusion: the pump was not explanted and therefore was not available for evaluation. A correlation between the device and the reported chronic driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient had a chronic percutaneous lead (driveline) infection and was discharged to a hospice. On (B)(6) 2018, the patient expired. No further information was provided.

Manufacturer narrative:
The patient was implanted at (B)(6) hospital on (B)(6) 2013. In 2016 the patient¿s care transferred to university hospitals of (B)(6).

Event description:
It was reported that the onset date of the percutaneous lead (driveline) infection was unknown, but began prior to patient¿s care transferring from the implanting center to university hospitals of (B)(6) in 2016. It was reported that the patient had been placed on chronic suppressive antibiotics and underwent a driveline revision.